Manufacturer narrative:
Depuy synthes is submitting this report pursuant to me pbevissens of 21 cfr, part 803. Tuis report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the tfna nail body was received disassembled from the lock prong assembly. The lock prong feature at the proximal end of the lock prong was received broken off; the fragment was not returned. No other issues were observed with the nail body or lock prong assembly. Functional test: replication of the implanted condition could not be performed at cq; however, the lock prong assembly was able to thread into the nail body. The lock prong assembly could not prevent an assembled helical blade (04.038.395s; h794033) from sliding or rotating when in the proper position. The complaint was able to be replicated with the returned devices. Dimensional inspection: head element hole/aperture, outer diameter; lock prong thickness; lock prong width were measured and found to be confirming. Document/specification review: the relevant drawing(s) was(were) reviewed; no design issues or discrepancies were found during this investigation. Summary: the complaint was confirmed. No manufacturing issues were identified during investigation. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A root cause could not be determined, however, it is possible the device experience unintended forces while implanted. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: a device history record (DHR) review was conducted: manufacturing location: monument, manufacturing date: 31-jul-2018, expiration date: 01-jul-2028, part number: 04.037.242s, 12mm/130 deg ti cann tfna 170mm - sterile, lot number: h694277 (sterile), lot quantity: 6. Work order traveler met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿4 cutting outs¿ does not indicate breakage of the nail or any of its components. Therefore review of the raw materials would not be relevant to the reported complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the trochanteric fixation nail advanced (tfna) blade cut out (the medial migration of the proximal locking implant with proximal femoral nails). The blade moved towards the medial development, centrally but also cranially. Patient status is unknown. During manufacturer's preliminary evaluation of the returned devices on october 3, 2019, it was identified that tfna nail is not locking. Concomitant devices: screw (part: unknown, lot: unknown, quantity: 1). This report is for one (1) tfna nail. This is report 2 of 2 for complaint (B)(4).